Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 25 and unexpected insulin flow blocked alarms. Pump passed active current measurement and sleep current measurement, self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thumps. No insulin flow blocked alarms noted on or near event date in the downloaded pump history. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2021 02:00:00.000 and replace battery now alarm on (B)(6) 2021 14:00:00.000. The power management graph confirmed pump error 25 and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during test or listed in the downloaded pump history. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2021 02:00:00.000 and replace battery now alarm on (B)(6) 2021 14:00:00.000. The power management graph confirmed pump error 25 and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected. Customer was able to successfully clear the alarm and complete rewind process. The notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.